Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 497 mg/dl with large ketones. Cause for bg level unknown. Bg was treated by both bolusing via pump and manual injections. The customer was instructed to consult with the healthcare provider regarding bg level.